Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on july 10, 2023, that an ultraflex tracheobronchial uncovered proximal release stent was to be implanted in the trachea and bronchus to treat a malignant stricture during a pulmonary stent placement procedure performed on july 7, 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent could barely be deployed and was only released midway. The stent was removed from the patient partially deployed on the delivery system. Another ultraflex tracheobronchial stent was implanted to complete the procedure. There were no patient complications reported as a result of this event.